Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During review of the alarm log the occlusion alarm was confirmed. Upon visual inspection the roller latch was identified to be broken. The roller latch was replaced and the occlusion sensors were recalibrated to fix the reported malfunction. The pump passes all testing and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump has an occlusion alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.